Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. Reportedly, the device hit end of life and the patient is in the hospital for foot/toe infection. Anesthesia requested pre-op device check which revealed device at eol. The patient could not undergo toe amputation until the device was changed out per anesthesia. There were no additional adverse patient effects reported. The crt-d was explanted.